Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded, monofocal, intraocular lens (iol) was explanted. Through follow up we learned that post implantation, the surgeon noticed a mark/scratch on the optic surface and decided to remove and replace the iol in the same procedure. The surgeon used a back up iol with serial number (B)(6). No further information was provided.